Event description:
A (B)(6) woman with documented history of long qt syndrome as well as malignant arrhythmias. She underwent implantation of a cardioverter defibrillator in another state years ago. In (B)(6) 2010 she had to have a pocket revision because of impending pocket erosion. A new device was implanted at that time since the estimated battery longevity was less than a year, to avoid another surgical procedure soon after surgery. She received a new medtronic virtuoso, serial number (B)(4). Recently, the defibrillator's alarm started going off repetitively. This was confirmed by the medtronic personnel. It was assessed that the device was having component failure. The situation was discussed with technical services in (B)(6). Medtronic reported that this was the first case they ever had with that situation. Concerns were present regarding malfunction of the device in the future that would not allow her to be protected from a malignant arrhythmia. For this reason, since the situation could not be corrected by reprogramming of the device, technical services recommended the device to be explanted and for the pt to get a new dual chamber defibrillator. On (B)(6) 2011, the old malfunctioning defibrillator was removed from the pocket and disconnected from the chronic leads (medtronic atrial lead, model 4076, serial number (B)(4), implanted on (B)(6) 2007; medtronic ventricular lead model 6947, serial number (B)(4), implanted as well on (B)(6) 2007). The chronic leads were then freed from the surrounding adhesions and were electrophysiologically tested. The pocket was surgically revised and enlarged for the new unit to fit in. The leads were then connected to a new medtronic secura dr, model d224drg, serial number (B)(4). Complete interrogation and reprogramming of the device followed. The pt was then induced into ventricular fibrillation using the t-wave shock mode of the medtronic programmer. There was normal ddd function documented after implantation of the new cardioverter defibrillator system. The induced episode of ventricular fibrillation was adequately detected and terminated by the new implanted device using a 15 joule biphasic shock on the initial polarity -b>ax-. The charge time was 2.6 seconds and the shocking impedance was 42 ohms. There were no complications during the procedure. At the end of the procedure, the pocket was closed with sutures, the wound was covered with steri-strips and the pt was transferred to the recovery area in stable condition.